Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant, every time they put the communicator on their implant 3-4 times a day, they feel stimulation going down their leg and when they take the communicator away the stimulation feeling goes away. Patient(pt) said after 10 minutes, the handset goes dark, which causes them to not hold their pee anymore. Pt said stimulation helps until 9 o'clock at night then they can't hold their pee anymore. Pt said they noticed if they try to use the control equipment but get an error message, they can't hold their pee too. Pt said they get an error message with an orange bar or a white bar or it says interrupted or not working. Pt said at implant they were set on program 2 at 0.6 but somehow it increased to 0.7 by itself, later in the call pt said they tried to turn it up and noticed pain, it burned but it no longer burns. Worked with pt to successfully connect to their app and upon connecting pt stated they felt the pain of stimulation. Pt confirmed stim was on program 2 at 0.7 but it no longer burned and they would leave it there . Reviewed basic stim education information and stim equipment information and redirected to the doctor. Pt said their follow-up appointment was (B)(6). Pt will monitor their symptoms and may call the doctor to find out if they want the patient to change to another program.